Event description:
It was reported that the artificial urinary sphincter (aus) balloon is "punctually perforated and explains the failure". The aus balloon was explanted and a new aus balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of a punctured device was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the artificial urinary sphincter (aus) balloon is "punctually perforated and explains the failure". The aus balloon was explanted and a new aus balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.